Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, it was reported that the insert revision was due to ¿a broken post, the post sheared off of the poly liner¿, although the root cause of broken post remains unknown. The patient impact beyond the reported broken post and revision procedure could not be determined. Should patient specific clinical documentation become available in the future, the clinical/medical task may be re-evaluated at that time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to a broken post, the post sheared off of the poly liner. The poly and post were removed and a new liner was implanted.